Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown once during transport and once again when it was in use at the hospital. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer has stated that they will try recharging the battery and if needed replace it. They will be performing the work themselves. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).